Event description:
During the reported event, the patient was reported as weak, diaphoretic and having difficulty breathing.

Event description:
The customer contacted physio-control to report that their device powered off within a minute after being powered on. The customer responded to a possible cardiac arrest call. Upon arrival the patient declined to have care provided. However the device was powered and the low battery indicator was observed, thereafter the monitor screen went blank and the device powered off by itself. The batteries were removed and backup batteries were installed; however when they attempted to power the device on, the device flashed but did not power on. Physio-control has attempted to obtain further patient information, but has been unsuccessful. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). The customer, a biomed evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The device, the ac power adapter for the device, and the batteries were tested and found to be operating properly. Proper device operation was observed through functional and performance testing. Thereafter the device will be returned to the customer for use. The customer is using nicd batteries in their device. Nicd batteries require periodic conditioning; failure to do so can result in reduced battery capacity and performance. The customer has not made it a practice to condition their batteries. The cause of the reported issue could not be determined.

Manufacturer narrative:
Additional patient information has been provided by the customer.